Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device to be returned for evaluation. Echocardiography on cd has been requested by sales rep.

Manufacturer narrative:
Echo report provided by the health care provider (B)(6) 2011 has been translated and reads as follows: the patient had a combined mitral defect in a status post cardiac decompensation; ventricular pump function, however, was already slightly impaired with an ef of 55 %. On (B)(6), 2011, mitral valve implantation was performed, initially using a 31-mm mitral valve prosthesis. After an entirely uneventful surgical procedure weaning from the heart-lung machine failed in the presence of very slow ventricular contraction. In the echo one leaflet of the valve did not seem to be opening adequately. The valve was then replaced with a 29-mm carpentier-edwards bioprosthesis. Now, valve opening was found to be unproblematic although the lv function was still severely impaired. In the further course the lv function returned to an almost completely normal level with good valve function, although contractility in the early postoperative stage was still reminiscent of takotsubo cardiomyopathy. In retrospect, and in particular since the examined valve was not found to be pathologic, it seems likely to me that the patient suffered from undetected takotsubo cardiomyopathy, so that the poor contraction behavior was not a result of valve failure but rather the reason for what appeared to be a malfunction of the valve.

Event description:
Reportedly, the valve was removed at implant and replaced by another valve due to regurgitation caused by a leaflet that was not working. Per the customer experience report, a leaflet was not working. Per the translated operative report "patient valve leaflets massively degenerated - chord-like tendons shortened and papillary muscles atrophic, reconstruction was not possible, removing leaflets and suturing 31mm valve - closing incision in atrium - attempts to remove air - opening aortic clamp - left ventricle starts to contract very slowly/weakly - observed massive arrhythmias - performed echocardiographic control of the valve - echo shows a valve malfunction, one leaflet doesn't seem to open - not able to go off bypass, hence decision to replace valve again. Removed 31mm valve together with pledgets and sutured a 29mm valve, which rather seems to be a bit too small, the 31mm valve was certainly not too big - closed incision and removed air, unclamped aorta - prolonged reperfusion time necessary - this time shows arrhythmias and deficiency in contractility as well - subsequently contractility improves - echo shows good function of the valve - going off bypass."

Manufacturer narrative:
Evaluation summary: as received the valve exhibits no inconsistencies as the leaflets are intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. The valve will be sent to research and development for functional testing. The returned device was examined visually and with a light microscope (asset # (b)(1)), digital microscope (asset# (b)(1)). The x-ray used met ID# (b)(1). The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On (B)(6) 2011, research and development completed the functional test and concluded with the following: this valve was explanted at implant due to "regurgitation caused by a leaflet that was not working", which cannot be reproduced by edwards' standardized in vitro functional testing. No echocardiography was provided; therefore, the reported regurgitation and behavior of the valve observed in vivo cannot be confirmed. Edwards' standardized in vitro testing shows a 4.1% non-central mediated trf, which is almost five times lower than the 20% maximum allowable for this size valve per (B)(4). Method: x-ray.